Event description:
"Xxxx" has been struggling with smart pump library compliance and have been chatting with bedside rns about workflows where they use "basic infusion." It's most prevalent in our pediatric population, where are compliance is 40-60%, depending on the weight based library. One common scenario that has come up repeatedly is using the pump to flush in IV push medication. As described by our rns, they inject the push medication into the tubing and run the IV fluid to flush in the medication. This allows the IV push meds to be given over a reasonable time period while freeing up rns are other activities. We have not received any incident reports of harm from this practice (although acknowledge the subjective nature of such submissions). We believe this accounts for large percentage (50% or more) of the "basic" infusions. It is most noticeable on the syringe pumps because we currently have no IV fluids or flush entry in the library to allow for "complaint" entry of the IV fluid. It also occurs on the lvp, although with that module we could train to use the IV fluid library for this function. Assuming patients have a IV fluid order, are there other safety risks we should take into account with this practice? With the syringe pump, only up to 3 ml additional fluid would be given with a standard flush, which is minimal volume for most patients. It is so pervasive as our organization, we would need a strong reason to change practice and I am struggling to identify. We are considering adding a flush options to the syringe pump to allow for a "compliant" workflow to allow for such a IV push flush practice. Dispensing device involved established procedure / protocol not followed work environment improperly used (i.e., pump, device). (B)(4).